Manufacturer narrative:
One unused suspect device was returned for eval. The eval is in progress. A follow-up report will be submitted when the eval has been completed.

Event description:
The distributor reported that black spots or objects were identified inside of the tubing attached to the device during their initial inspection of received product. No further information was provided. The device was not sent to a user facility.